Event description:
It was reported that the patient was unable to adjust stimulation. The patient saw a ¿call your doctor¿ icon and a 574 error code on their programmer. The patient also had an interstim device and the 574 appeared following an interstim procedure. It was unclear what happened during the procedure. The patient was told by their doctor that they ¿did not have to disconnect the 2x8 lead and some type of adaptor was used to add interstim leads¿ to the spinal cord stimulator battery. After this the 574 error message appeared and there were no programming parameters available. The patient needed to be reprogrammed. It was further reported that the 574 error code meant that the implantable neurostimulator (ins) was never properly initialized by the clinician programmer. The error code appeared on (B)(6) after a lead implant for their interstim. Half of the spinal cord stimulator battery was being used for pain and the other half was being used or interstim. Additional information received reported that the manufacturing representative had not seen the patient as of the date of report. It was noted that they were waiting for the patient to call back with the information on what was newly implanted. It was noted that a physician hooked up a sacral nerve stimulation lead to a scs system. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the manufacturer representative had not seen the patient to adjust their stimulation. A different manufacturer representative met with the patient. It was further reported that the doctor had not seen the patient to check their system. The patient did not require hospitalization due to the event and the patient outcome was listed as no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient, product ID 3 9286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).